Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their upper right tooth is loose and they can wiggle it, it hurts when they bite on it. Recommended 14 days in comfortable aligner and requested mobility video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.